Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("my essure devices are gone") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my essure devices are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menopause ("menopause"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation and menopause outcome was unknown. The reporter considered device dislocation and menopause to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my essure devices are gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menopause ("menopause"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation and menopause outcome was unknown. The reporter considered device dislocation and menopause to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events added: menopause reporter was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.